Event description:
It was reported that during follow-up, a variation in high voltage lead impedance was observed. For a few months, the high voltage lead impedance was high, out of range, but then returned to stable in-range values. The lead was tested in clinic and the high voltage lead impedance was in-range and stable. Lead remains implanted. Patient was in good condition.